Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the ripped downstream occlusion seal and air detector not adhering. As a result, the downstream occlusion seal and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the air sensor and downstream occlusion seal were both unattached and fell off. The pump would not infuse. During physical inspection, it was found that there was a ripped downstream occlusion seal and a buckled upstream occlusion seal. There was no patient involvement, no patient injury was reported.